Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not recording her blood glucose. Customer also reported to have blood at site. Customer's blood glucose was 501 mg/dl. Customer received assistance and declined troubleshooting for high blood glucose.